Event description:
Surgeon inserted uterine manipulator. At the end of the procedure, the manipulator's balloon would not deflate. The surgeon cut off the balloon at the attachment point, but it would not deflate. The surgeon punctured the balloon to remove the device from the patient.

Manufacturer narrative:
A review of our complaint database did not reveal any similarly reported complaints. Five devices of the subject lot remained in inventory. These five devices were tested with the balloon functioning as designed. The user facility has indicated the subject device will be returned, however, it has not yet been received. Upon receipt and examination of the subject device, this report will be amended as appropriate. (B)(4).